Manufacturer narrative:
Prior to the repair a visual and functional inspection was performed. Already the visual inspection showed that the handpiece had a dent at the push button. This is a sign that the handpiece received a strong external force, e.g. A drop. Such an external force bears always the risk that components get misaligned or that also internal components get deformed which causes higher friction and/or stronger wear which results in heat up. The test run showed then also that it has been running out of specification with a too high power consumption, which confirms that the inner friction is higher than usual. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment, the handpiece heated up and burned the patient on inner cheek to .25 of an inch in size. There was no medication given to patient at that time, but she called out due to feeling sore. Hence neosporin was advised.